Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure the his pacing lead had dislodged, as confirmed via electrocardiogram and chest x-ray. The lead had a "pacing failure" (it was not capturing) because the pacing spike and heart rate were not aligned, and the patient's reduced intrinsic heart rate was being seen. The lead was explanted and replaced. No patient complications have been reported as a result of this event.